Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported a 42 year old male who while on impella 5.5 support, the impella console (aic) experienced a controller error-yellow alarm upon initializing. The aic was exchanged. The patient survived the procedure.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. The data logs were returned. The console was returned for testing but failure mode was not reproduced. The first initial placement signal issue was most likely an air gap given some of the symptoms disappeared after the pump reconnection. Second, the periodic nature of the optical signal oscillations could not be determined because the failure mode was not reproduced but could be due to a malfunction of the power battery manager¿s optical bench supply or optical bench. The controller error and optical bench data loss is due to an optical bench firmware communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic software operated as designed. E.1 revised us phone number as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-26750. G.1 added reporting contact facility name as it was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26750.